Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This brady lead was replaced with the same model. No adverse patient effects were reported.